Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported that the surgeon had difficulty inserting the screwdriver into the recess of the locking mechanism during a trochanteric fixation nail procedure. The problem was mostly due to the screwdriver¿s interference with blade and the patient¿s iliac bone. The surgeon stated that the locking step is very difficult due to the lack of markers on the screwdriver and the interference between the devices and the patient¿s iliac bone. It was also reported that there was a ¿minor glitch¿ during visualization with the radiolucent device with respect to nail length and kirschner guide wire paths due to the position of the patient on the extension table. The surgery was prolonged due to the reported issues but the length of surgical delay is unknown. This report is 1 of 3 for (B)(4).